Event description:
The customer reported that prior to use on a patient, the iabp generated a "system failure" alarm on power up. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was retrieved. There were no non-conformances in the DHR related to the reported event. The company representative observed "system failure" and "fault code #66" (safety vent failure) in the fault log. The company representative replaced the vent valve k6a (part number (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The vent valve is being returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).